Event description:
The bear implant had almost no gradient and it was very difficult to tell which side was denser. The implant did not want to hydrate. I've seen over 200 bear implants go in, and doctor has done 25, so I'm going to suggest no user error here. He used 15 cc of blood, and the core was still rock hard, additionally, upon implanting, a few chunks broke off from the distal end. I asked him at the end of the case how it felt, and he said what was in the notch was good. The case was completed successfully with the implant. Patient is doing well.

Manufacturer narrative:
The case was completed successfully with the implant. Patient is doing well.